Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02073 and 0002023141-2022-02076. Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI number not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implants on teeth sites, #20, #23, and #27 were removed due to fracture and bone loss.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-02073-1, 0002023141-2022-02076-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 213. H6: investigation conclusion code was updated: 67, 4310. . Two (2) imp,tsv,3.7,13,mtx,mg (tsvtb13) and one (1) imp,tsv,3.7,10,mtx,mg (tsvtb10) were returned for investigation. Visual evaluation of the as returned product identified that no fractures (internally and externally) were identified with the two tsvtb13 and one tsvtb10 implants. No malfunction. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The reported event is un-confirmed. Bone loss is a patient condition and is non-verifiable. Based on the evaluation, the device malfunction (fracture) and bone loss could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 63009608. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 63009608 for similar events and no other complaint was identified. DHR review was completed for the subject lot number 63026332. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 63026332 for similar events and no other complaint was identified. Visual and functional testing was performed for the reported implants. No fractures were identified. Therefore, the reported event could not be recreated. Bone loss is a patient condition and is non-verifiable. The complaint is related to the functional performance of the device. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period 6 years, 11 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information was received at the time of this report.